Event description:
The customer reported that the system displayed a communication failure error message. This event occurred during a procedure. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The circuit boards and the connectors were reseated. The system was tested and operates as intended.